Event description:
A customer reported that a laser system had low power before a procedure. There was no patient involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative calibrated the system. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The laser was manufactured on february 5, 2001. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an uncalibrated system. However, how and when the system became uncalibrated cannot be determined conclusively. (B)(4).